Event description:
Hill-rom received a report from the account stating the patient left head nurse call was not working. The bed was located at the account in room 9014. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the patient left head power control board inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2014 and 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the control board to resolve the issue. Based on this information, no further action is required.